Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that system failure occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed, and the device physical condition was good upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as there was no physical or any other damage found to the speaker or interconnect printed circuit board. Root cause of the reported event is unknown, no problem was found. Replaced the speaker preventively, performed preventive maintenance and all functional testing. A CAPA was created to investigate the primary audible alarm background test issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service previously.